Manufacturer narrative:
Product complaint # (B)(6) h 6. Investigation findings: c22 ¿ photo investigation. Investigation summary: the product was returned to ethicon for evaluation. One winding former with a detached needle and one needle-suture piece outside that pertain to product code eh7222h were received for analysis. The product code is double-armed. In addition, a photo was provided, and it shows three open samples in a plastic bag. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification, and no suture remnant was found. Upon visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected. The suture was examined, and the extreme appears to be cut probably caused by a surgical instrument. After further evaluation crimping marks were observed on the surface suture and near the end possibly caused by a surgical instrument. As per the returned conditions of the sample, no functional test was performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another two to continue the surgery, the same problem happened again. Changed another one to complete the surgery. No adverse patient consequences were reported.